Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5 x 38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure. The stent strut was lifted up due to tortuousity and calcification in the middle lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on several locations of the stent. Stent struts stretched and misaligned. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure. The stent strut was lifted up due to tortuousity and calcification in the middle lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.